Event description:
The patient reported feeling intermittent pain sensation in the pocket. The sensation is described as "tingling" and at times burning. Follow-up with the clinic determined that the patient was seen in the emergency room and the cause of the tingling could not be determined. High output pacing does repeat the issue. The patient has been seen numerous times for "shocks". Device interrogation shows that the patient has not received any shocks. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling intermittent pain sensation in the pocket. The sensation is described as "tingling" and at times burning. Follow-up with the clinic determined that the patient was seen in the emergency room and the cause of the tingling could not be determined. High output pacing does repeat the issue. The patient has been seen numerous times for "shocks". Device interrogation shows that the patient has not received any shocks. It was further reported by the patient that there was a burning sensation by the device. Follow up indicated that the patient had been seen by a physician, and the patient's chart indicated that 'changes were made,' and that the patient 'feels better.' The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Asku.